Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, the commander delivery system balloon ruptured during deployment of the valve. The valve was approximately 90-100% deployed, so there was no issue with that. And the ruptured balloon and delivery system were removed without problem. A second 26mm commander delivery system was prepped and used to post-dilate the valve with +1cc volume with an excellent result. At this point, after post-dilation, a foreign object was noted approximately at the aortic bifurcation, well below the tip of the sheath. It was identified as the radiopaque "c-ring" from the tip of the e-sheath. The physician was able to remove the c-ring from the body with a grasper-type of device. The e-sheath was removed and there were no issues. Patient got a great result. Upon follow up, the fcs advised that during the procedure, a radial balloon burst was noted during the deployment of the valve, as depicted in picture p1. No photos of the damage are available. The burst balloon was removed, and a new commander delivery system was prepped and used to post-dilate with good results. No instruments were needed to remove the balloon cover, as it came out of the sheath easily. No extra volume was added to the balloon prior to inflation, and no leaks in the delivery system were noticed. Blood was seen in the syringe. There were no difficulties with valve alignment, which was performed in a straight section. No difficulties were noted in withdrawing the delivery system, although it is suspected that the c-ring became dislodged during removal. No damage was observed on other edwards devices. The 3mensio report is available and will be sent separately. There were no insertion difficulties with the second delivery system, and no photos of the esheath and c-marker are available. The device is being returned for evaluation.

Manufacturer narrative:
This report is 2 of 2. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to pre-deco engineering evaluation findings, sections g6, h2, h6: device code added. Investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (withdrawal of altered balloon profile) may have contributed to the complaint event as it was reported that 'the ruptured balloon and delivery system were removed.' Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner. The complaint for system components separate during use were confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (device manipulation) may have contributed to the complaint event as it was reported that 'no difficulties were noted in withdrawing the delivery system, although it is suspected that the c-ring became dislodged during removal.' C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.